Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned. During a device changeout, the insulation of this ra lead was found completely pulled away from inner wires. No additional adverse patient effects were reported.